Event description:
It was reported that the programmer occasionally stalls during use and would not reliably interrogate devices. The programmer and r adiofrequency head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): analysis found intermittent telemetry and the uplink functional test was out of electrical specification due to the cable. It was also noted that the label backing was missing, and the window lens was cracked. (B)(4).